Event description:
It was reported that the customer experienced an issue with the pump's touchscreen not responding to inputs, rendering the pump screen frozen. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was provided with comprehensive pump reset information, chose to reset the pump, and the reset resolved the issue, restoring functionality to the touchscreen.